Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician was unable to pass the stylet through the right ventricular (rv) lead. The rv lead was not used and a different rv lead was implanted in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the stylet insertion test was performed, stylet could not passed through the coil lumen. Destructive analysis was performed and found dried blood obstructed in distal conductor. If information is provided in the future, a supplemental report will be issued.